Event description:
It was reported when using the bd pyxis ciisafe system unexpectedly stopped responding, preventing user from removing the required medications fentanyl and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not responding. A technical support specialist confirmed that the customer managed to perform hard reboot to resolve the issue. The system functioned as intended after the customer rebooted the device.